Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2021, approximately 6 weeks after the primary surgery on (B)(6) 2021 due to a dislocation. The humeral cup (36/3) and humeris stem cementless were explanted and a humeral cup (36/3) and humeris stem cementless were implanted.